Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an occlusion alert while the user was wearing a contact detach 6 mm, 23 in infusion set, indicating pressure in the tubing or infusion site. Symptoms included no change in blood glucose. Outcomes included resolution of the alert after the user replaced the infusion set and supplies, with no hospitalization or medical intervention. Investigation included remote troubleshooting and user education on occlusion causes and corrective actions. Investigation of this case revealed an occlusion condition consistent with flow restriction at the infusion set or tubing that resolved after supply change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion related to the infusion set or tubing.